Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that an axiem power communication cable was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by the manufacturer for evaluation. The returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No fault found.

Event description:
A medtronic representative reported that while outside of procedure, the communication cord of the navigation system was twisted and damaged. The communication issues were intermittent. There was no patient present at the time of the issue.